Event description:
It was reported the device would not continue to pace when battery was removed. Battery backup did not work. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board assembly was out of specification. It was also noted that the upper and lower cases were broken, one side bail cover was missing and one was broken, the ring cover and ring bail were missing, the lead flex cover was corroded, three case screws were missing, one output connector was corroded, the battery contacts were compressed and discolored, one side bail was missing, the battery drawer was contaminated, the keyboard was scratched, the battery drawer o-ring was missing and the liquid crystal display had missing pixels.

Event description:
(B)(4).